Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Later healthcare professional reported via rga "both inner < outer shells ruptured". This record is for the left side. Device was explanted and replaced.

Event description:
Healthcare professional reported "exchange from textured to smooth breast implants due to the patient¿s concern with the product¿. Later healthcare professional reported via rga "both inner < outer shells ruptured". This record is for the left side. Device was explanted and replaced.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6. Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: observed an opening assessed as fold flaw opening and one opening assessed as surgical damage. ¿ anxiety - product/ procedure: unable to observe as it is not related to the manufacturing process. As per the investigation procedure, opening, crease, wear abrasion and non-penetrating nick were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.